Event description:
It was reported that during an implant attempt the lead would not advance through the cephalic vein. The lead appeared to be stuck on something and was bent at a sharp angle. The physician retracted the helix and was able to pull it back out. After withdrawing the lead, the tip of the lead appeared slightly bent. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the tip bent due to both conductors kinked.